Event description:
It was reported that the user experienced a hyperglycemic episode while using the ilet when dosing was suspended due to loss of cgm connectivity after the sensor detached and no fingerstick values were entered, leading to a highest reported glucose of 392 and a prolonged period of elevated glucose; the infusion set was a steel cannula on the abdomen and the cgm was libre 3+. Symptoms included diaphoresis, shaking, and nausea. Outcomes included a delay to therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to failure to follow instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event. Corrections brought glucose back into range, and education was provided on entering fingerstick values into the ilet.

Manufacturer narrative:
Initial.